Manufacturer narrative:
(B)(4).

Event description:
New information noted that during device change out procedure, upon opening the pocket insulation abrasion was noted on the atrial lead. The lead was explanted; no new lead was implanted. The patient is being monitored as the sterile field was violated due to the scrub techs gloves being broken while in the pocket.

Manufacturer narrative:
(B)(4)

Event description:
It was reported an asymptomatic patient presented in clinic for follow-up. It was noted that the patient had a history of noise on the right atrial lead. Review of the transmission revealed auto mode switch and noise reversion episodes. The noise could not be reproduced in the clinic. All other electrical measurements were stable and in range. The patient complained of episodes every few months. Even though the device had previously been reprogrammed; oversensing of noise continued. No additional information could be obtained.

Manufacturer narrative:
Final analysis found a partial lead was returned in two pieces. External insulation abrasion exposing the outer coil was noted at 5.6 to 6.2 cm from the connector pin. A second external insulation abrasion exposing the outer coil was noted at 55.7 to 56.4 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device. These damages confirmed the complaints of noise reversion, mode switching and insulation abrasion reported from the field.

Event description:
New information noted that an alert was noted on the remote transmission, the atrial lead continued to exhibit noise. The patient was asymptomatic. No intervention was reported.